Event description:
A malfunction occurred with the customer's insulin pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus via pump was delivered to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.